Event description:
It was reported that the patient underwent an ion peripheral lung nodule biopsy procedure and developed a pneumothorax, which required chest tube placement. The procedure was completed without any issues reported. The targeted lesion was 12.4x14.5x15.8mm in size in the left upper lobe on the pleura. A pneumothorax was identified via cone beam computed tomography (cbct) after the procedure, before the ion system was undocked, and showed an increase in size after the biopsy procedure. The patient was hospitalized and required chest tube placement. The patient was discharged three days post-procedure. The patient has the comorbidity of emphysema which may have caused the pneumothorax. The pneumothorax was not related to the ion devices, according to the study investigator.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. A system log review could not be performed because the system logs were not available.